Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable was pulled from the strain relief and trunk cable connector j702 was broken off of the distribution node pca board. The root cause for the damaged cable and connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable and j702 connector. The patient received a replacement electrode belt.